Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient did not show for scheduled follow up, a call was placed to reschedule and the patient's wife informed us that the patient had been admitted to an outside hospital for bleeding and had passed away on (B)(6) 2016.